Manufacturer narrative:
Updated information: d3 MFR fax number added. D9 device return date added. G1 MFR site name, danvers, removed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported their automated impella controller (aico) is displaying an error message: "board serial (B)(6) attempting to boot a hard drive? 0" along with a flashing underscore. The complaint occurred during case prep right after turning the console on. The patient did not end up receiving an impella. The staff and biomed confirmed that the console was not dropped and has been recently serviced. No patient harm has been reported.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), g2 (is report source health professional). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e2 (health professional?). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Additional information has been provided in h3, h6, and h11. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the failed boot up was due to a corrupted compact flash card.